Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6 type of investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the following breakdown of patient events correct? If not, please provide clarification on each patient event. (B)(4) ¿ patient 1 ¿ infection, wound dehiscence, device extrusion. (B)(4) ¿ patient 2 - infection, wound dehiscence, device extrusion. (B)(4) ¿ patient 3 - wound dehiscence, device extrusion, incision packing. (B)(4) ¿ patient 4- wound dehiscence, device extrusion, incision packing. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Date of index surgical procedure? Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Onset date/time of suture extrusion? (# post op days) what tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the suture break? If so, where was the break noted (termination, middle, end)? Did the suture pull out of the tissue? Did the knots untie? Were there any precipitating patient stress factors that led to the sutures untying, breakage or pulling out of the tissue? Are photos available? Please describe the patient manifestations of the reported infection (location, severity, appearance). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures and sensitivities performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeons' name? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a c-section on an unknown date and suture was used. Post-op, the patient experienced a wound infection and was started on antibiotics. The patient may have had a wound dehiscence and the suture protruding from the incision. Additional information was requested.